Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert. Upon interrogation the right ventricular lead exhibited high pacing lead impedance. Sensing and capture thresholds were noted to be normal. Programming changes were made. The patient was in a stable condition and would continue to be monitored.